Event description:
Customer called to report a leak coming from the left side of the coulter lh750 hematology analyzer. Customer could not locate the source of the leak. Customer stated that no one came in contact with the fluid, no one was harmed by the instrument leak, and that patient results were not affected. On the same day, the field service engineer (fse) inspected the instrument and found a blood spill. The fse suspected that the leak may have come from a tube during sample extraction. The fse performed consecutive startups and cycles, after which no further leaks were observed. The fse then verified instrument performance to ensure that the services performed effectively resolved the issue.

Manufacturer narrative:
Although the root cause of the leak could not be determined, the field service engineer suspects that the leak may have come from a tube during sample extraction. ((B)(4).)